Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a post paced t-wave oversensing was observed. All electrical values were good. The physician elected to not make any changes. The patient medical condition is good.